Manufacturer narrative:
From the picture it was not observed a "difficult to inflate the cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, cf, 7.0, lot # 01f1200163 was manufactured on 06/20/2012. Upon DHR review it was observed that the lot number reported, correspond to one of the lots identified to be affected with (B)(4) valve issue. A document assessment (fmea) was conducted and no changes were required. From the picture it was not observed "difficult to inflate the cuff", the complaint cannot be confirmed since the sample was not available for investigation; the lot number reported on this complaint corresponds to one of the lots identified to be affected with (B)(4) valve issue. However, to correct this situation for similar complaints received in the past, a supplier corrective action request (scar) (B)(4) was issued to valve vendor and a CAPA project (B)(4) was opened to improve the process. We will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges having difficulty in inflating the cuff. No report of a patient injury or intervention.